Manufacturer narrative:
Device was not returned. No eval will be performed at this time. If the device or add'l info becomes available, it will be reported on a supplemental report.

Event description:
It was reported that the distal locking is not going well with the standard gamma 3 nail. It was further reported that one of the surgeons had hammered on the target device.